Manufacturer narrative:
4/8/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed; however, toxicological tests were performed on the seal to ensure its safe and effective use.

Event description:
The device was used during a colectomy procedure. Reportedly, a component disengaged into the pt's cavity. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.